Manufacturer narrative:
(B)(4). Reportable event type updated. No further information is available. The manufacturer has closed the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump was not explanted and was therefore not available for evaluation. Although the reported pump stoppages were confirmed via the submitted system controller log file, the cause could not be conclusively determined. The x-rays that were sent did not reveal any areas of obvious damage or repair. The submitted log file showed driveline fault alarms, low speed advisories and pump stops. The captured events occurred when the system was operating on both battery power and the power module. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. The patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii lvas IFU provides also outlines indications of driveline wire damage as well as how to respond to such events. In addition, the IFU outlines all system controller alarms as well as how to respond. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient expired on (B)(6) 2018 due to pump stoppage and thrombosis. An autopsy was not performed.

Manufacturer narrative:
Approximate age of device ¿ 6 years and 2 months. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient went into cardiac arrest on (B)(6) 2018. Pump initially functioning in emergency department but stopped and was unable to be restarted. Percutaneous lead (driveline) appeared very damaged with likely shield disruption. System controller history interrogation performed by the hospital clinician revealed multiple pump stoppages starting on (B)(6) 2018 with resumption of pump function with baseline parameters. Driveline faults were observed on (B)(6) 2018. Lactate dehydrogenase (ldh) on (B)(6) 2018 was slightly elevated at 1344 u/l. Log file analysis completed by the manufacturer¿s technical services representative revealed numerous pump stoppages while attached to battery and power module. A 2 phase short was stopping the pump. The x-rays show multiple areas of shield damage. On (B)(6) 2018, it was reported that the pump had been off for more than 10 minutes with no plans to attempt to restart the device. Additional information was requested, but was not provided.